Manufacturer narrative:
(B)(6). Patient weight is unknown. Unknown; broken screw was discovered during the revision procedure on (B)(6) 2016, but it is unknown when it broke. This report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 201.xxx.xx provided. Implant date: unknown date in (B)(6) 2016. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a 2.0mm locking compression plate (lcp) plate and seven (7) screws during an open reduction internal fixation (orif) for a right fracture of her distal ulna shaft in (B)(6) 2016. On an unknown date, it was discovered that the plate was broken. The patient underwent revision surgery on (B)(6) 2016 to remove the plate and seven cortex screws. The plate was noted to be broken at the third hole from the distal end of the plate and one of the screws was also broken, with a third of the distal end of the screw left in the patient. The distal ulna was reported to have rotated 90 degrees from the proximal point. The surgeon removed the plate, six screws and remaining screw head. The patient was revised to a 3.5mm lcp 8-hole plate and six, 3.5mm cortex screws. There was no reported delay in surgery and the patient was reported as stable. Concomitant devices: cortex screws (part 201.xxx.xx, lot unknown, quantity 6). This report is for an unknown cortex screw. This is report 2 of 2 for (B)(4).